Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
UDI (B)(4). Valve stenosis is listed in the instruction for use (IFU) as a potential risks associated with the use of the thv. Also noted in the valve-in-valve IFU, residual mean gradient may be higher in a ¿tav-in-sav¿ configuration than that observed following implantation of the thv inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting surgical bioprosthetic aortic valve be determined, so that the appropriate thv can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the internal orifice as possible.  Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the cause of the valve stenosis and subsequent increase gradients is unknown. However, the stenosis may be due to patient prosthesis mismatch (ppm) as described in the medical records and/or patient factors (pre-existing valvular disease process). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), the patient had a pre-existing 25mm mitro flow valve and a 23mm sapien 3 was implanted (viv). Upon follow up echoes, it was noted that the patient mean gradients increased, there was moderate stenosis and the patient was symptomatic. Patient was re-operated thirteen months post placement. The sapien valve was removed as well as the mitro flow valve, and a 23mm edwards intuity was placed. Patient is doing well. Review of medical records provided show: on (B)(6) 2017 echo (pod1)- ef 22%, 23mm s3 with avmg 21.06 mmhg, ava 1.64 cm2, no ar. On (B)(6) 2018 echo- ef 20-25%, av peak velocity 3.72 m/s, av peak gradient 55 mmhg, ¿this indicates either significant stenosis or patient prosthesis mismatch.¿ on (B)(6) 2018- echocardiogram now shows valve-in -valve bioprosthetic stenosis with a gradient of 55 and dimension index of 0.22. ¿¿intervention should be pursued sooner as opposed to later as his aortic stenosis/bioprosthetic valve to patient mismatch is only going to aggravate his other medical conditions.¿